Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multiple red heart alarms while connected to the power module. The percutaneous lead was evaluated and a decision was made to repair the lead. A portion of the distal end of the percutaneous lead was replaced by the MFR's technical service representative.